Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that it was taking the patient 5.5 hours to charge their implantable neurostimulator (ins) from about 20% to full, compared to 3.5-4 hours before. It was advised that the rep check the recharge information, the coupling, and the external equipment. The rep was not aware if the patient had been overdischarged in the past. Troubleshooting could not be performed due to lack of access to the product. In the end, the healthcare professional (hcp) was considering replacement and asked about the ins longevity. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.